Event description:
It was reported the patient experienced inadequate stimulation and a return of their pre-implant pain. X-ray images taken in the field confirmed the leads had migrated. Reprogramming to recapture the pain coverage was unsuccessful, and the patient underwent a revision procedure. The patient did well post-operatively.